Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n240134, implanted: (B)(6) 2011, product type: adapter. Product ID: 3587a, lot# l67463, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient stopped feeling stimulation in (B)(6). The patient did not report any falls or traumas at the time. The patient checked the device "with the stimulator and the stimulation was still not but he could not feel stimulation." The battery voltage was at 2.99v. The patient was programmed on electrodes 1 and 2 with pulse width 450us and 80hz. Increased stimulation up to 9v and the patient was still unable to feel stimulation. The second bipole on 2 and 3 was tried and the patient was still unable to feel stimulation up to 10v. It was noted that the patient was going in for x-rays to determine if there were any issues with the connections. If additional information is received, a follow-up report will be sent.